Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph procedure, it was observed that the fiber was firing forward. No information was provided regarding how the procedure was completed. There was no injury to the patient reported. No further information was provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 13,565 joules used and 1:41 minutes expended. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with a second fiber.